Manufacturer narrative:
Device evaluation and inspection, service repair noted the aw channel clogged with foreign materials - not removable and cannot ejected. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of air/water channel clogged. The issue found at preparation for use. No patient harm or user injury reported. Device evaluation found foreign materials clogged in the air/water channel (a/w). This report is being submitted for air/water channel clogged with foreign material found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material clogged the nozzle, however, the specific material could not be conclusively identified but it was noted that the material may be brush bristles. Additionally, the nozzle was not reported to have been deformed or damaged. It is likely the foreign material remained in the device because the user's reprocessing methods deviated from the instructions for use (IFU), the user brushed the air/water channel and did not use one of the recommended brushes in the IFU. The following information was provided regarding the user's reprocessing methods: the wipes used for reprocessing were lint-free. The cleaning brushes used for reprocessing were from "body products", and the air/water channel was brushed. The event can be prevented by following the IFU: "-reprocessing manual_ preparing the equipment for reprocessing prepare either a single use combination cleaning brush (bw-412t) or a set of channel cleaning brush (bw-20t) and channel-opening cleaning brush (mh-507). -manually cleaning the endoscope and accessories_ brush the channels". Olympus will continue to monitor field performance for this device.